Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were small air bubbles in the luer lock and tubing. The user reported a blood glucose (bg) level of 100 mg/dl and declined to test bg level at the time of the report. The user filled tubing to remove air bubbles; however, the user stated that the bubbles did not move. It was noted that insulin drips were seen coming out of the tubing. The user resumed insulin delivery.